Manufacturer narrative:
(B)(4). Data download was provided by the patient's father and reviewed for evaluation. Data shows out of range for over 3 hours; however, the readings returned. Complaint for unrecoverable loss of antenna could not be confirmed. The root cause could not be determined post investigation.

Event description:
The patient's father contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015 the patient had unrecoverable loss of antenna. There was no report of injury or medical intervention. No additional event or patient information is available.